Event description:
The following additional information was received from the author: an olympus device did not cause or contribute to the adverse events described in the article. Also, no olympus device malfunction occurred during any of the events.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. This supplemental report includes a correction to b3 to provide information that was inadvertently not included in the initial medwatch. Also, additional information has been added to b5 and d8. Olympus will continue to monitor field performance for this device.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "o-078 report on 4 cases with a long diameter exceeding 20 mm out of 41 tul cases in our hospital in fy2022." Literature summary: 41 transureteral lithotripsies (tuls) (39 cases) in fy2022, of which 4 cases had a long diameter of 20 mm or more, are reported. The scope was urf-p7 and the laser was litho evo. Type of adverse events/number of patients: urinary tract infection (1). There is no report of any olympus device malfunction in any procedure described in this study.

Manufacturer narrative:
The suspect device has not been returned to olympus. Additional information has been requested but no information could be provided at this time. The literature is attached for additional information. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.